Event description:
The complainant reported the patient was on impella cp support. While on support, the impella leg looked mottled and had no pedal pulses. Care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H.6 code 4114 was reported incorrectly on the initial manufacturer device report number 1220648-2024-24811. A new code has been added to type of investigation codes.